Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), experienced an intrinsic ventricular fibrillation episode. The device delivered one appropriate shock, ending the episode. However, due to this initial shock, the patient entered in atrial fibrillation with rapid ventricular response, due to this, the device delivered two additional shocks. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: patient codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), experienced an intrinsic ventricular fibrillation episode. The device delivered one appropriate shock, ending the episode. However, due to this initial shock, the patient entered in atrial fibrillation with rapid ventricular response, due to this, the device delivered two additional shocks. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.